Manufacturer narrative:
(B)(4). At this time, the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient had recently undergone a routine device change out procedure. Review of measurements revealed out of range measurements with the proximal coil included in the shocking vector. Boston scientific technical services (ts) discussed possible factors that may be contributing to the high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the shock impedance measurements continued to be high and out of range. Defibrillation threshold (dft) testing was performed which returned high out of range measurements. It was noted the patient had not received therapy since implant. Tachy therapy was programmed off and the patient was fitted with a life vest. Subsequently, a system replacement procedure was performed and this lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported.